Manufacturer narrative:
The device was deployed under normal use conditions and is believed to have functioned as intended. The delivery device is single use and was not returned as it is normally discarded after the procedure. The implant appears to have been successfully placed. Bleeding is a known possible outcome associated with the prostatic urethral lift procedure (pul).

Event description:
On monday (B)(6), treating physician performed a successful prostatic urethral lift (pul) procedure. Post-op, patient complained of pain and physician ordered a CT angiogram which revealed an extraprostatic hematoma. Physician opted to drain hematoma via laparotomy. The patient has a medical history of warfarin anticoagulant therapy, however, it could not be confirmed that therapy was interrupted in advance of the pul. Two doses of clexane (anticoagulant) were administered; the second dose on day before procedure. All urolift implants remain implanted. Manufacturer made numerous attempts to obtain additional information but was unsuccessful. During review with the manufacturer's medical director on july 10, 2018, the decision was made to report the event without additional information.